Event description:
Product was returned as an implant failure because it did not integrate due to bone resorption. Based on the report, the patient had poor oral hygiene and poor bone condition. The surgery was a one stage surgery in which the fixture was placed with the primary closure in tooth location #31. No bone augmentation material was used. Implant was removed, due to infection. The patient was described as recovered with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.